Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer received a low battery alert with less than 8 hours prior to replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert with less than 8 hours before getting replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump wa returned for analysis.